Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported by e-mail that she was having issues with one to the sensors. Customer stated that when she was trying to start it with the insulin pump, she never got the green light on the transmitter. Customer stated that she removed the sensor and noticed that the sensor cannula was not there, it broke and she doesn't know if it stayed in her abdomen. Nothing further was reported.